Event description:
It was reported that the body of the zimmer skin graft mesher cutter 1.5:1 ratio had on prong on the roller. The reported issue occurred during decontamination process. There was no pt involvement or pt injury associated with the report and the surgery went on without delay.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was purchased on 02/13/2003 and has no repair history at zimmer surgical, initial repair. Eval of the device observed that cutter of ratio 1.5:1, serial number 210003, had numerous nicks and bent blades along the shaft, produced an incomplete cut and did not pass cutter eval. The cutter was returned to the customer as non-repairable. The customer's reported event was most likely due to the damaged cutter which was most likely caused by improper handling. The device was serviced and returned to the customer.